Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device was spitting clips. There was no patient consequence. Additional information received on 03/20/97. It was clarified that the procedure was a endosurgery (no more details).

Manufacturer narrative:
H6; code 400: yielded jaws. Visual inspections & results: clip in jaws; no. Damaged jaws; yes. Damaged cutter; na. Damaged feed bar; no. Damaged floor; no. Damaged handle shrouds; no. Damaged other; no. Damaged tip shourds; no. Damaged trigger; no. Damaged tube; no. Damaged weld seams; no. Functional tests & results: antibackup functional; yes. Firing: feed conform; yes. Firing: form conform; no. Jaws: hold clip; yes. Jaws: inside width at tips; .202. Lockout functional; yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.